Event description:
It was reported that during a tfn procedure the nail was placed in the canal and the wire was advanced. Surgeon attempted to put the blade through the nail but the blade would not advance. Nail was removed, a new set was opened and the nail from that set was inserted. Surgeon was then able to put the same blade through the new nail. Procedure was completed with no further problem, no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Corrected data: original awareness date is 6/16/2012, new information: product received 8/19/2013 product development evaluation 9/6/2013.